Event description:
A purchasing person reported that following an intraocular lens (iol) implant procedure, the patient was intolerance to glare and halo, adversely affecting the daily living activities. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 23.0 diopter, add power +2.2/+3.2 was replaced by a non company 4.50cyl, 23.5 diopter extended depth of focus iol. The exchange of a multifocal lens to a monofocal lens and the difference in the toric and diopter powers may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that vision was not sharp, crisp, sensitivity to light, eye fatigue. The iol was exchanged in a secondary procedure following the initial procedure. There was no patient harm and no hospitalization.